Event description:
It was reported the customer's act, escape and up buttons were sticking. The customer also had frequent battery changes with their insulin pump. The customer's blood glucose was unknown. Customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.